Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device stopped working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the unit was running rough. It was further observed that the bearings were worn and the electronic motor was vibrating excessively. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cruciate ligament surgical procedure, it was observed that the small battery drive device stopped working. It was reported that there was a four minute delay in the procedure and an identical spare device was available for use and the procedure was successfully completed. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.